Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being in the hospital for dialysis related issues. The patient was retaining too much fluid. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: the patient did not allege any malfunction or deficiency of any fresenius product, device, or drug. There are several reasons a patient could be retaining fluid including a malfunction of the pd catheter (not a fresenius product), incorrect diet, medications, and improper pd prescription. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being in the hospital for dialysis related issues. The patient was retaining too much fluid. No further information was provided. Attempts to obtain additional information were unsuccessful.